Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported connecting tube was fading and showing weakening of the plastic and super small cracks along the connectors. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, it is likely the damage was caused by an external load applied to the connector of the cleaning tube. The root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method as follows: user can detect abnormality by performing the following inspection. 9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor the field performance of this device.